Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow up in clinic. Upon x-ray review, it was noted that the right ventricular (rv) lead was dislodged which caused high capture threshold, high pacing impedance, and failure to sense. During procedure, the guidewire was unable to advance. The rv lead was explanted and replaced. The patient was in stable condition.